Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was observed via remote transmission. Programming changes were made. Replacement of the lead was discussed and the patient was stable.

Event description:
New information received notes that the lead was explanted and replaced. The lead was noted to be oversensing noise. The patient was stable throughout the procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. The lead was noted to be oversensing noise. The patient was stable throughout the procedure.

Event description:
New information received indicated that the lead was also capped and replaced due to imminent fracture.